Event description:
Upon installation of a new reprocessor the disinfect time and wash time were inverted. Instead of 5 minute disinfect and 1 min. Wash, the cycles were switched. This was noticed by the manufacturer's representative after an older machine overfilled and the manufacturer was called in to fix it. The second machine times also had been inverted after resetting it so that the disinfectant could be drained out of the tub into the basin. All patients, physicians and the state have been notified. Root cause analysis has been performed and corrective actions to prevent this have been implemented.